Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) (enc452212 / 6610126) was reported to be impeded in the tip of the 150cm x 5cm prowler select plus microcatheter (606s255x / 30647130) and could not be released. The physician tried unsuccessfully to retract the enterprise stent; the enterprise stent and the prowler select plus microcatheter together. The procedure was completed using new devices. There was no report of any patient injury or complication.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email address was not reported / available. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6610126. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of 2 products involved with the reported complaint. The associated manufacturer report number is: 3008114965-2022-00192. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) (enc452212 / 6610126) was reported to be impeded in the tip of the 150cm x 5cm prowler select plus microcatheter (606s255x / 30647130) and could not be released. The physician tried unsuccessfully to retract the enterprise stent; the enterprise stent and the prowler select plus microcatheter together. The procedure was completed using new devices. There was no report of any patient injury or complication. On 12-may-2022, additional information was received. The information indicated that the stent component and stent delivery system of the 4.5mm x 22mm enterprise® vrd did not appear damage. The stent component was still on the delivery wire when it was removed with the microcatheter from the patient. An adequate and continuous flush was maintained through the microcatheter. There was no appearance of damage noted on the microcatheter when it was removed. The additional information indicated that a new 4.5mm x 22mm enterprise® vrd and a new 150cm x 5cm prowler select plus microcatheter were used to complete the procedure. There was no clinically significant delay in the procedure as a result of the reported event. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4.5mm x 22mm enterprise® vrd was received stuck inside the 150cm x 5cm prowler select plus microcatheter. The devices were contained in the decontamination pouch. Visual inspection was performed. It was observed that the stent component was released in the microcatheter hub. The introducer and the delivery wire components of the device were not returned. The microcatheter hub was inspected under the microscope to inspect the stent component. Under magnification, the observable section of the stent was noted to be undamaged. The stent component was successfully removed without any resistance felt. The stent component underwent microscopic inspection and there were no abnormalities observed (i.e., no broken struts, kinks, nor deformation). The issue documented in the complaint that the 4.5mm x 22mm enterprise® vrd was impeded in the tip of the microcatheter could not be tested for due to the returned stent component already detached from the delivery wire. Additionally, the concomitant 150cm x 5cm prowler select plus microcatheter was confirmed to be undamaged and functional. Lastly, the complaint documented that the stent component was still on the delivery wire when it was removed with the microcatheter from the patient. The exact time when the stent became separated from the delivery wire could not be determined, but based on the available information, separation due to excessive force applied due to the stent becoming stuck has been ruled out. Other circumstances or problems may have occurred during the use of the device that could not be replicated during the analysis. The reported issue was not confirmed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot: 6610126. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: the introducer must be properly engaged with the infusion catheter hub to enable stent introduction into the infusion catheter. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is met during manipulation, determine the cause of resistance before proceeding. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00191 and 3008114965-2022-00192. H.6: investigation findings / investigation conclusions: the ¿no findings available (c20)¿ code was used in the investigational findings because only the stent component of the complaint device was returned; the introducer and the delivery wire were not returned. As a result, the issue reported in the component could not be tested for. This code corresponds to the code ¿incomplete device returned (b19)¿ in the type of investigation and ¿cause not established d15)¿ code in the investigation conclusions. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) the purpose of this MDR submission is to report that the product was received in the product analysis lab on (B)(6)2022. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00191 and 3008114965-2022-00192. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 12-may-2022. [Additional information]: on 12-may-2022, additional information was received. The information indicated that the stent component and stent delivery system of the 4.5mm x 22mm enterprise® vrd did not appear damage. The stent component was still on the delivery wire when it was removed with the microcatheter from the patient. An adequate and continuous flush was maintained through the microcatheter. There was no appearance of damage noted on the microcatheter when it was removed. The additional information indicated that a new 4.5mm x 22mm enterprise® vrd and a new 150cm x 5cm prowler select plus microcatheter were used to complete the procedure. There was no clinically significant delay in the procedure as a result of the reported event. Updated sections: b.4, g.3, g.6, h.2, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00191 and 3008114965-2022-00192. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that due to covid-19 quarantine restrictions, the product return is delayed and may no longer be available to be returned. If product is returned or information provided at a later date, the file will be updated accordingly and a supplemental 3500a report will be submitted. [Conclusion]: the healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) (enc452212 / 6610126) was reported to be impeded in the tip of the 150cm x 5cm prowler select plus microcatheter (606s255x / 30647130) and could not be released. The physician tried unsuccessfully to retract the enterprise stent; the enterprise stent and the prowler select plus microcatheter together. The procedure was completed using new devices. There was no report of any patient injury or complication. On 12-may-2022, additional information was received. The information indicated that the stent component and stent delivery system of the 4.5mm x 22mm enterprise® vrd did not appear damage. The stent component was still on the delivery wire when it was removed with the microcatheter from the patient. An adequate and continuous flush was maintained through the microcatheter. There was no appearance of damage noted on the microcatheter when it was removed. The additional information indicated that a new 4.5mm x 22mm enterprise® vrd and a new 150cm x 5cm prowler select plus microcatheter were used to complete the procedure. There was no clinically significant delay in the procedure as a result of the reported event. Based on complaint information, the device is not available to be returned for analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6610126. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size / vessel characteristics, device selection may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: this is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00192. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.